Manufacturer narrative:
Reporting institution name & address: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device has a low tidal volume message. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. After visual inspection, the low tidal volume occurred due to a mask pipes problem. The pse replace the full set of mask pipes and reset the parameters to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.